Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under p060027. Analysis is pending.

Event description:
Reportedly, the ICD involved in this MDR report was explanted because of an infection due to (B)(6) and global septicaemia.